Event description:
On 02 mar 2023, it was reported "foreign objects". After multiple attempts for additional informaton from complainant, it was clarified on 23 mar 2023 that "no foreign object was found. The user responded that the issue was staple jamming". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned unit was an unopened representative sample in its original packaging. The stapler was returned with 38 staples in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. The second staple did not release correctly. The next 8 staples fired properly. The next remaining staples were inserted into a simulated skin pad. It was observed that one of these staples did not form properly. Four of these staples did not successfully release. The device was disassembled. Six out of six staples were fired successfully using the complaint sample stapler with a lab inventory forming tool. Four out of six staples did not form correctly when using a lab inventory stapler with the forming tool component of the complaint sample. The device was disassembled. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, staples did not consistently form and release correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. It could not be conclusively determined what caused the staples to misfire. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat 35w staplers failing to function properly. The forming tool component is under investigation as part of the non-conformance. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
On 02 mar 2023, it was reported "foreign objects". After multiple attempts for additional information from complainant, it was clarified on 23 mar 2023 that "no foreign object was found. The user responded that the issue was staple jamming". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number 528235 is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot# 73b2300562. The staplers were visually inspected, and issue reported "foreign material - info not provided" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.